Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the valve was leaking blood more than he likes. The physician stated that the valve was leaking during balloon inflations. The estimated blood loss was <250 cc. It was reported that the patient condition was good and the procedure outcome was good.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used r2p destination was received for product analysis. The sheath was returned with the dilator. The device was decontaminated. After decontaminated the device was inspected. The returned device was received coiled to fit in the return packaging. There were no kinks, bends or scratches visible with the unaided eye. No other anomalies were noted with the returned device. Functional testing was then performed to identify if the valve was leaking. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was then closed and the air pressure was increased to 4.3 psi. The sheath with the bub side tubing and 3wsc were all submerged under tap water for approximately 30 seconds no air bubbles were observed forming around the hub, sheath, valve or 3wsc. A 6fr dilator for investigational purposes was then inserted into the sheath. This assembly was then again submerged in water. No bubbles were detected after 30 seconds. The dilator was then removed and the assembly was submerged for a third and final time. No bubbles were observed. The crosscut valve was then dissected from the hub of the sheath to see if any damage had been sustained to the valve, which may have caused the damage to the tip. There were no anomalies noted on the topside of the valve or the slit on the topside of the valve. Upon inspection of the bottom side of the valve, there were no anomalies noted. The slit was observed and no anomalies were noted. The complaint was unable to be confirmed since no bubble formation was detected around the valve. There is no evidence that this event was related to a device defect or malfunction. No conclusion can be drawn as to the cause of the user to experience a leak. In past complaints, the cross cut valve has been known to leak when instruments are too quickly inserted or removed from the sheath. The exact cause of the reported event cannot be definitively determined based on the available information.